Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted worn connector gold fingers and dented connector. Functional evaluation revealed noisy and intermittent video loss when the connector was moved. Further investigation revealed the connector is damaged. The complaint has been confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event includes a damaged connector.

Event description:
It was reported that the camera head had a intermittent image. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the camera head had a intermittent image. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.